Manufacturer narrative:
This spontaneous case was reported by an other health care professional and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('allergic to nickel') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. In 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and endometrial hyperplasia ("mall thin section of endometrium with discreet growth"). The patient was treated with surgery (essure removal via salpingectomy with laparoscopic coronectomy (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, depression and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, endometrial hyperplasia and fatigue with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: vial 1: tube 6 cm long (including 1.2 cm horn) + apart from a fragment of horn measuring 1.4 cm no ovary essure device found at the level of the horn vial 2: tube 8.6 long (including 3 cm horn). No ovary. Essure device found at the level of the horn. Tubal segments histologically normal. The samples taken from the horn revealed a small, thin section of endometrium, discreet growth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: essure removal questionnaire received. Information added: medical history, reporter assessment for pelvic pain and pathology results, event "small thin section of endometrium with discreet growth" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other health care professional and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('allergic to nickel') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via salpingectomy with laparoscopic cornuectomy (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, depression and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, fatigue and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other health care professional and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('allergic to nickel') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via salpingectomy with laparoscopic cornuectomy (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, depression and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, fatigue and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.